Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell on the pump and shattered the touchscreen. Subsequently, the pump was no longer functional, as the touchscreen displayed only a red and green line. The customer's blood glucose (bg) level was 200 mg/dl. The customer reported that manual injections would continue to be used for alternate insulin therapy.